Event description:
It was reported that after having an artificial urinary sphincter(aus) device implanted, the patient is experiencing dysuria and a sensation of obstruction of the urinary flow. The patient had a cystoscopy and erosion on the urethral cuff to the urethreal lumen occupying about 270 degrees was identified. A patient outcome of stable was reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. During the visual test, it was noted that there is a hole at a corner of a fold by the shell lateral area. The leak test was not performed due to the observed hole. Under the microscope, the hole does not have any signs of wear and/or fatigue thus it was most likely caused during explant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon component was visually inspected, microscopically examined, and tested for leaks. It was also functionally tested. The visual test observed no abnormality. The leak test passed. Under the microscope, no abnormality was observed. The functional test failed. The balloon's pressure was at 71.4 cmh2o (centimeter of water) while the specification of the balloon should be between 61 to 70 cmh2o. Inspection of the remainder of the device, apart from the failed functional testing, revealed no other damage or irregularities. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU (instructions for use), ams (american medical systems) 800 male ous (outside of the united states), bsc (boston scientific corporation). Additionally, the reported events do not contain an allegation against the labeling. Dysuria and erosion are included as potential adverse event in the product labeling. Ureter/urethra obstruction was most likely the result of urinary retention and urinary retention is also included as potential adverse event in the product labeling. It is also likely that the erosion caused dysuria and ureter/urethra obstruction. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after having an artificial urinary sphincter (aus) device implanted, the patient is experiencing dysuria and a sensation of obstruction of the urinary flow. The patient had a cystoscopy and erosion on the urethral cuff to the urethral lumen occupying about 270 degrees was identified. A patient outcome of stable was reported.